Event description:
It was reported that when the surgeon opened the box to remove the component, a x-large right femoral component he found instead a porous magnum left femoral component. To complete the surgery he implanted a different component. There was no report of injury to the pt as a result of the surgeon implanting a different component.